Event description:
Cs29 had difficulty getting into firing range, apprearing to struggle to get into range. After about 2 minutes, firing range was achieved. During that time, device was opened, and tissue was cleared. Although it was not particularly thick, and anvil's blue color could be seen through some tissue. Device was fired in approximate middle of firing range. A "pop" was heard as dlu was opening at end of it's firing cycle. Pc indicated "firing completed", but a large gap was noticed immediately in the anastomosis, and stapler could be seen through gap. Md indicated that similar "pop" when device was opened to clear tissue.